Event description:
It was reported that during an in-clinic device check the field representative noted this subcutaneous implantable cardioverter defibrillator (s-ICD) had therapy programmed off. Technical services (ts) was consulted and noted there are no previous call regarding this. The field representative stated the apparently had a procedure a few months ago and may have had them turned off at the time but then not turned back on. This sicd remains in service. No adverse patient effects were reported.